Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned to baxter and the evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.